Manufacturer narrative:
Evaluation found the tip is melted. Breakage is due to thermal influence, which we consider misuse.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are when taking into account composition and indications for use.

Event description:
In this event a customer reported that an eddy irrigation tip broke; no injury resulted.